Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on keypad trace. No button error alarm, no moisture damage on electronic assembly and no blank display. No display anomaly and no damage found on the lcd board. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error after it was exposed to water. The customer stated that he was in a pool and the device was in the water for over an hour. He then reported that at the time of the call, the display was blank and the buttons would not respond. Blood glucose value was 175 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.